Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.8x20, concentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There was separation of the hypotube at 70.5cm from strain relief. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was tightly folded. From the separation, the distal end of the device was connected to a touhy and prepped with a new inflation device filled with water to inflate the device to the rated burst pressure. The device inflated and deflated to rated burst pressure with no issue or irregularity. Product analysis did not confirm the reported event as during functional testing the balloon inflated to rated burst pressure and deflated with no issues.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.8x20, concentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.